Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A doctor reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 215 mg/dl. The doctor stated that the escape button on the pump was sticking. The customer had to press the escape button several times before it would work. The customer was advised to revert to a backup plan per health care provider's instructions.